Event description:
The pt previously had x-rays, as her lead was not covering her painful areas. Results of the x-rays were unknown. Reprogramming was tried, but the lead had migrated to a non-therapeutic position. The pt had surgery to replace her entire system on (B)(6) 2011. The pt elected to replace the battery at the same time as she did not want to have another surgery to replace it in (B)(6).

Manufacturer narrative:
Analysis of the neurostimulator found no anomalies. The trace report findings were ok. The connector ports, connector module, access hole adhesive, grommets, setscrews, and ins can were ok. Telemetry was ok. There was good stable output on the electrode pairs the ins had when received. There was good stable output on all electrodes referenced to one electrode. Output was ok when there was pressure on the ins can. Analysis of the extension found no anomalies. The proximal portion of the extension was ok. There were no setscrew marks. The conductors and outer insulation were ok. The distal portion of the extension was ok. Continuity was acceptable and there were no shorts between circuits. Analysis of the lead found no anomalies. The lead was connected to the extension. The conductors, outer insulation and lead stylet coil were ok. The distal end of the lead was ok. Continuity was acceptable and there were no shorts.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37711 serial # (B)(4) determined no anomaly was found. Good, stable output was found on all electrode pairs referenced to one electrode. Analysis of extension model 3708140 serial # (B)(4) determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits. Analysis of lead model 377845 lot # v002575 determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.